Event description:
It was reported that a previous visit the patient's left lead was fully operational, but only contacts 9 and 10 were working on the right led. On (B)(6) 2011, it was discovered that the 10 contact was out of range and not working properly. Reprogramming was able to capture "right sided coverage" for the patient, who did not want a lead revision. It was stated that the patient had satisfactory coverage at the time.

Manufacturer narrative:
(B)(4).